Event description:
Battery check yielded wrong data; technician says there is a software glitch making erroneous data outputs regarding the remaining life of the battery. I wonder what else is "glitched." I was getting my second in clinic check of my pacemaker which was implanted on (B)(6) 2014. Battery is to last 8 years. After 7 months, the printout said I had 4.5 years left. Technician called medtronic and they admitted there was a glitch in their software. They supposedly are working on it. I now wonder what else is the pacemaker software erroneously reporting.